Event description:
It was reported that during a univers reverse surgery a metal piece of the trial implant broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, a piece of metal was found inside ø.1260. According to drawing 1002112 rev 0, no metal part is a component of the device. Also, it noted that the edges around the arthrex® univers revers¿ trial glenosphere 42 + 2.5 inf had broken off. -functional testing was not performed due to the damage to the device. The failure is most likely due to wear and tear from repeated use of a mating part. Manufacturing date 2012.